Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the surgeon was having difficulty getting the lens to fit. In a f/u, the nurse stated that the difficulty with the lens insertion was related to the user and not the iol. She stated that there was nothing wrong with the product. Also, an unapproved cartridge was used in conjunction with the iol. She reported that the lens was removed and replaced during the same procedure. An enlargement of the incision was necessary to remove the iol. There were no other problems with the lens that was put in and the pt "did just fine". One day postoperatively, the nurse reported that during a phone f/u to the pt, the pt reported "she could not see out of the eye". Add'l info has been requested from the implanting surgeon.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-gusset and distal area. The optic was torn/split/cracked into two pieces. Add'l info was provided, which indicated the account used an unapproved cartridge for the iol used. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 8/30/10, 9/16/10, and 9/24/10 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).